Manufacturer narrative:
The isi clinical development engineering (cde) group reviewed the submitted procedure videos. Two vessel sealing events were identified on the second video. For both of these sealing events the graphic user interface (gui) showed the vessel sealer instrument was in seal mode. There was adequate tissue between the jaws during both sealing attempts. There was no tissue tension seen on the target tissue. Target tissue #1: a seal was attempted three times before cutting the tissue. On the first and second seal, no tissue effect was seen - energy was not activated on the vessel sealer instrument. On the third sealing attempt, the tissue appeared to be cauterized indicating a completed sealing. The vessel was mostly white in color, there was a very small area that was slightly red (likely a connective tissue). There was no bleeding after the cut. Target tissue #2: a seal was attempted three times before cutting the tissue. On the first seal there was no sign of tissue effect - energy was not activated on the vessel sealer instrument. The second and third seal showed slight bubbling at the tip of the vessel sealer instrument. This resulted in slightly ¿sticky/gummy¿ tissue after performing cut (likely a connective tissue; however, unsure if it is an indication of the quality of the seal). There was no bleeding after the cut. Although tissue cauterization was observed after the second sealing attempt, the surgeon decided to perform a third vessel sealing to ensure completion of the surgical task. The customer reported event of insufficient sealing was unable to be reproduced during failure analysis investigation. The vessel sealer instrument was tested with an in-house system and passed both the engagement and self tests. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. The instrument's ceramic dot and gap were verified, the instrument's cut and energy delivery functionality passed testing specification. The instrument operated as expected. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported sealing issue with the vessel sealer instrument could cause or contribute to an adverse event. Furthermore, it is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted thymectomy procedure, the vessel sealer instrument was used for sealing; however, the user stated that sealing was unstable and there were few areas that did not seal. A backup instrument was used to continue the procedure. No known impact or patient consequence reported additional information from the isj safety team representative stated that the target tissue was not calcified, the size was less than 7mm. The surgeon stated that the tissue was adhering to the ascending aorta. The user observed an audible tone - normal beep sound to confirm the sealing sequence. The surgeon noted that sealing issue was unable complete since the size of the blood vessels were thin.